Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was determined to not meet all product specifications related to the reported event. The reported battery contacts bad was verified during a visual inspection of the device, which found depressed contact pins. The cause was determined to be a failed back flex. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had bad battery contacts. There was no known patient injury or medical intervention associated with this event. No additional information is available.